Event description:
Boston scientific received information that this right atrial (ra) lead dislodged from its target position in the patient. The ra lead moved twice since the initial implant. This lead was explanted and a new ra lead was successfully implanted to the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.